Event description:
It was reported that the customer's bg value displayed as 'high' on the continuous glucose monitor (cgm). Cause was related to air bubbles that were observed within the infusion set tubing. Reportedly, a correction bolus was delivered, and a supply change was performed to address bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.